Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). MDR reference #: 9615742-2012-00336 (uretex support) 9615742-2012-00335 (avaulta posterior). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior". Report date: 07/19/2012; avaulta anterior biosynthetic support system; catalog number - 486010. (B)(6).